Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced. The procedure was completed without complications.